Manufacturer narrative:
The reported device was not returned as it remains implanted. Without return of the device the reported stenosis cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received indicates this valve was re-operated due to aortic stenosis. The patient underwent implant of a transcatheter valve within the existing valve. There were no reported complications.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, surgical intervention has not taken place yet but is anticipated. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this prosthetic aortic heart valve is failing after an implant duration of ten (10) years, one (1) month due to unknown reasons. The patient is currently being worked up for valve-in-valve intervention. No additional details provided.